Manufacturer narrative:
Reported event: it was reported ¿dr. Revised a right mako medial uni knee (size 4 tibia 4x12 insert) due to instability/lateral disease progression. Implants were stable. It was unknown when the patient had the original surgery. Patient was revised to a cr primary triathlon with a 16 mm cs insert. Update 10/march/2020: rep provided pre-revision x-rays and revision usage sheet and reported that no further information will be released by the hospital or surgeon.¿. Product evaluation and results: review of the case session files was not performed as case session data was not provided. Clinician review: the available medical records were provided to the consulting clinician for a review which noted," a primary medial right uka was performed for which no date of surgery or operative report is available. On (B)(6) 2020 a revision of a right uka to a total knee arthroplasty was performed for which no operative report is available. Implant labels for this procedure include the following triathlon components: a #2 right cr femoral component, a #3 primary tibial baseplate, a #3/16 x3 cs insert, and a 32/10 x3 asymmetric patellar component. X-ray printouts available for review include an undated ap and lateral of the right knee demonstrating a cemented medial uka. The joint is reduced and the components are in nominal position. Advanced osteoarthritic changes are noted in the lateral compartment and moderate osteoarthritic changes are noted in the patellofemoral compartment of this knee. No clinical or past medical history, no patient demographics, no operative reports, and no examination of explanted components are available. The most common reason for revising a uka to a tka is progression of arthritis in the other knee compartments. This appears to be the situation in this case and there is no evidence that factors associated with the uka implant¿s manufacturing or materials were involved in this clinical situation.". Product history review. A review of device history records shows that rob119 was inspected on 08/11/2010 and was handled via npr. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review a search of the complaint database under device identification pn 209999 reports no similar complaints for pka software - other. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. The available medical records were provided to the consulting clinician for a review which noted that an the most common reason for revising a uka to a tka is progression of arthritis in the other knee compartments. This appears to be the situation in this case and there is no evidence that factors associated with the uka was involved in this clinical situation. The event can not be confirmed nor the exact cause be determined because insufficient information was available with stryker no additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Doctor revised a right mako medial uni knee (size 4 tibia 4x12 insert) due to instability/lateral disease progression. Implants were stable. It was unknown when the patient had the original surgery, it was not done by the doctor was revised to a cr primary triathlon with a 16 mm cs insert. Update 10/march/2020: rep provided pre-revision x-rays and revision usage sheet and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Doctor revised a right mako medial uni knee (size 4 tibia 4x12 insert) due to instability/lateral disease progression. Implants were stable. It was unknown when the patient had the original surgery, it was not done by the doctor was revised to a cr primary triathlon with a 16 mm cs insert. Update 10/march/2020: rep provided pre-revision x-rays and revision usage sheet and reported that no further information will be released by the hospital or surgeon.